Event description:
It was reported that the customer was hospitalized. Customer experienced confusion, frequent urination, thirst and dizziness. Blood glucose value at the time of admission was over 600 mg/dl. Customer went across the street from the doctor's office with the help of someone because he was confused. Customer was not wearing the insulin pump at the time of the emergency room visit. Customer was trying to insert a new infusion set that morning and could not get it to work so he reverted to manual injections. Customer received a no delivery alarm and motor error alarm during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. It passed the displacement test, rewind, basic occlusion, prime, no delivery and motor tests. No excessive no delivery alarm noted. Device was received with motor error alarm during occlusion test due to faulty force sensor resistor. Device had cracked battery tube threads and cracked reservoir tube lip.